Event description:
The pt was implanted with a surgical lead on (B)(6) 2008. It was reported on (B)(6) 2010 that the pt suffered a fall and lost stimulation. Effective therapy was recaptured through reprogramming; however, only eight of the 16 contacts would produce the desired stimulation. X-rays have been prescribed for further interrogation of the pt's scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.